Event description:
It was reported that a spectrum pump did not detect the closed door. This occurred upon power-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The initial MDR was submitted in error. An inaccurate statement was added to the customer report in the record. There was no information indicating that the device did not detect the closed door. There are no reportable events in the complaint.